Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy due to the left pns lead had migrated. Reportedly, patient had experienced a fall. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Therapy was restored post op.